Event description:
Boston scientific received information that this right atrial (ra) lead displayed high pacing threshold measurements. The decision was made to replace this lead. During the replacement procedure, this ra lead broke, and had to be surgically abandoned. The new ra lead was implanted successfully, and all measurements were stable and within range. There were no adverse patient effects reported.

Manufacturer narrative:
This ra lead will not be returned to boston scientific because it was surgically abandoned. At this time there is no additional information. Should additional information become available this report will be updated.